Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. (B)(6).

Event description:
The mother of the patient reported that the up, down and ok buttons are intermittently responding. The mother denies any damage to the keypad and denies exposure to the pump.